Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading low mg/dl, and the bg meter was reading 595 mg/dl. The patient was feeling thirsty. He self-treated with a 20-unit insulin bolus via his tandem insulin pump. At an unspecified time later, the patient reported that he ¿bottomed out¿ (presumably from the 20-unit bolus he previously administered), but no specific bg meter or cgm value was reported. Ems was called and the patient was transferred to the emergency room (ER). At the ER, the patient was treated with IV fluids and dextrose. The patient was discharged the following day (less than 24 hours) and was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional, h2: additional information,

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient¿s cgm was reading low mg/dl, and the bg meter was reading 595 mg/dl. The patient was feeling thirsty. He self-treated with a 20-unit insulin bolus via his tandem insulin pump. At an unspecified time later, the patient reported that he ¿bottomed out¿ (presumably from the 20-unit bolus he previously administered), but no specific bg meter or cgm value was reported. Ems was called and the patient was transferred to the emergency room (ER). At the ER, the patient was treated with IV fluids and dextrose. The patient was discharged the following day and was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.